Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient had consented to have cataract surgery in both eyes with multifocal implants. He had the right eye done on 24-april with an uneventful surgery. The left eye was done on 13-may with a company lens. At the time of implantation, the trailing haptic appeared snared within the injector. The surgeon cycled the plunger back and forth which released the haptic which took a while to open up once in the bag. The surgeon persevered with irrigation which ultimately centered the lens. In the post-operative period, the patient has been noticing increased haloes and ghosting of images from the left eye. On examination, there was evidence of the lens moderately pushed up (around 1.5mm). A dilated view suggests a fully opened superior haptic, though with the tip apparently broken off. .

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) procedure, a lens was faulty and decentered. The surgeon may have to remove and replace the lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The posterior of the optic has a line of small split/cracks traveling toward the optic center. Product history records were reviewed and documentation indicates the product met release criteria. A qualified associated cartridge and handpiece were used. It is unknown if a qualified viscoelastic was used. Broken haptic and split/cracked optic damage were observed. The lens damage may have been interpreted as the reported complaint of "faulty". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information provided by the surgeon indicated that, "trailing haptic appeared snared within the injector. I cycled the plunger back and forth which released the haptic which took a while to open up once in the bag. I persevered with irrigation which ultimately centered the lens." This description of the technique used to delivery the lens would be a failure to follow the dfu. The dfu instructs the user to advance the lens in one smooth continuous motion. The technique described by the surgeon of "cycling back and forth" may have resulted in trapping and damaging the haptic and optic during delivery. It is unknown if a qualified cartridge was used with this lens and injector (handpiece). The use of non-qualified combinations may result in delivery issues and/or damage. It is also unknown if a qualified viscoelastic was used within the cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the patient underwent a secondary procedure to remove the intraocular lens (iol).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).